Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted, corrected data: h10 corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported during use the disposable caused the pump to alarm no disposable, pump won't run". No patient injury. No additional information is available for this complaint.